Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was confirmed by review of photographs. Functional testing and inspections could not be performed due to the parts not being returned. Three photographs were provided which show the package label with the correct part information. The implant is pre-plated as requested and there is a portion of the implant that has fractured from the rest of the implant. This portion of the complaint is confirmed. Of note, the sales associate reported that the first choice implant was implanted regardless of the condition it was reported to have been received. However, there is a backup implant provided in the case there is an issue with the first choice. In the instructions for use (IFU) in the section titled warnings/precautions it states 'it is recommended that implants be examined for damage or disfigurement prior to implantation'; the IFU also states 'do not use if package is opened or damaged.' Device history record (DHR )was reviewed and no discrepancies were found. During the DHR review, it was noted that the location of the fracture is at a portion of the implant that appears to thin and protrude from the rest of the implant, and this could be a contributing factor. The part was inspected 21 mar 2018 and pre-plated 27 mar 2018. There were no non-conformances found and no indications of manufacturing defects. The portion of the complaint that the implant was received in this condition cannot be verified due to the part not being returned and the photographs provided not showing the entire sealed package. Investigation results concluded that the reported event was due to the implant fractured at a portion of the implant that is thinner post-distribution, likely during the shipping process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the implant was found fractured upon opening the package. The surgeon chose to place the broken implant as best as he could instead of using the backup implant, which was not broken. No adverse events have been reported as a result of the malfunction.